Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated a patient generated a reactive result of 0.845 s/co on axsym core but was negative (0.16) on the beckman eia method. No impact to patient management was reported for this issue.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. A review of master lot release testing for lot number 53073lu00 indicated that the master lot was released within manufacturing release specifications. A review of manufacturing and testing records did not identify any events or issues that may have impacted the performance of the above lot number in relation to the complaint issue. Testing of a retained sample (reagent kit stored at abbott laboratories) of axsym core reagent, lot number 53073lu00 met package insert claims; index calibrator and controls showed values within typical range. A review of the final lot approval and retained sample data showed that the values for negative control and positive control are comparable. Patient specimens were not returned for investigation, therefore ten replicates of negative control were tested. The reagent kit showed normal performance without false reactive results and all values were well within specification. A specific reason for the reactive patient result observed by the customer could not be identified. Based on evaluation of the customer's observation together with other performance feedback, we have verified that the product is currently continuing to meet performance specifications for specificity. This if the final report.